Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging casing/condition (moisture ingress) issue. It was reported that there was moisture behind the pump¿s display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, there was moisture visible in the display. The pump case was observed to have a crack in the upper right corner between the lens and case seal and in the battery compartment. During testing, a leak test failed due to the pump case crack. The pump was opened and corrosion was found inside the pump.